Manufacturer narrative:
Block h6: medical device code a0401 captures the reportable event of the triggering function of the device was locked. Medical device code a050501 captures the reportable event of bands unable to deploy. Block h10: investigation results: one speedband superview super 7 was returned for analysis (handle assembly and ligator head). The returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the ligator head was returned with six bands attached and some of the bands were moved from their original positions. The trip wire was not secured in the handle slot and the slack was not taken up correctly. It was also observed that the ligator head teeth were damaged (bent). Microscopic analysis revealed that the inside part of the handle was damaged, preventing a correct handle rotation. A functional evaluation was performed and the handle could not be rotated due to the damage on the handle unit. No other problems with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot and the slack was not correctly taken up. Failure to follow this step could have caused the trip wire to slip through the handle assembly and cause damage to the internal part of the handle, preventing a correct rotation. Additionally, this can cause more tension on the device, bending the ligator head teeth and affect the bands deployment activity. Taking all available information into consideration, the most probable root cause is failure to follow instructions, since it was determined that the problems traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an upper digestive endoscopy with band ligation procedure performed on (B)(6) 2021. During the procedure, the ligature kit was installed and when performing the procedure, the triggering function of the device was locked and it was not possible to deploy the "little leagues". The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an upper digestive endoscopy with band ligation procedure performed on (B)(6) 2021. During the procedure, the ligature kit was installed and when performing the procedure, the triggering function of the device was locked and it was not possible to deploy the "little leagues". The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.